Event description:
It was reported that the patient experienced a low blood glucose of 68 mg/dl, consumed oral carbohydrates per counseling, and rose to 85 mg/dl; a confirmatory fingerstick was not available, and troubleshooting and education on hypoglycemia care were provided. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose without escalation of care. Investigation included a review of the event details and provision of user education. Investigation of this case revealed no device malfunction reported and no device component issues identified, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.